Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer encountered an issue where the left hand master tool manipulator (mtm) of surgeon side console (ssc) 1 was not working. The technical support engineer (tse) viewed the live logs and did not note any associated errors. The tse viewed the system in artemis and noted that the arms were assigned to ssc 2. Prior to calling in, the site restarted the system with no change. The caller stated that ssc 1 did not have any errors and that the left mtm homed. The caller stated that they tried swapping the hand controls between consoles without success. The caller stated that they believe that there may be a mechanical issue with the left mtm. The caller stated that it clicks when the others do not click. The tse was unable to perform further troubleshooting because the site wanted to continue with the case. The procedure was completed with a backup ssc with no reported injury. On 06/03/2022, the robotics coordinator was contacted and additional information was obtained about the complaint: the procedure was completed robotically after disabling one of the two surgeon side consoles (ssc) without any injury or harm to the patient. After the master tool manipulator stopped working, a prograsp instrument was stuck clamping on tissue. After the staff disabled the ssc and switched to the other ssc, they were able to take control and unclamp the instrument normally.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported failure during calibration. The grip lever, inner grip spring, and outer grip spring were replaced as a fix. A log review could not be performed as there was not enough information to determine which of the cases performed that day was the one involved in this event. This complaint is considered a reportable event due to the following conclusion: the customer aborted to a backup surgeon side console (ssc) after the start of the procedure due to one of the master tool manipulators (mtm) not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.